Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Four kinks were observed on the catheter tubing approximately 75.7cm, 73.7cm, 54.9cm and 43.9cm from the iab tip. A maquet sheath was returned tapered over the proximal end. The three-way stopcock was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and a leak was detected on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The reported problem was most likely triggered by a leak which was found on the catheter tubing. The penetration found on the membrane appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, a helium leak occurred and iab alarmed for gas loss. The iab was removed and a new one was inserted without further issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, a helium leak occurred. The iab was removed and a new one was inserted without further issues. There was no patient harm or adverse event reported.